Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and the occlusion alarm investigation could not performed due to the malfunction alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Additionally, it was reported a malfunction alarm occurred. The customer's blood glucose level was 120mg/dl at its highest. Reportedly, the customer reverted to manual injections for insulin therapy.